Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and was found to have a segment of the cautery hook dislodged and sticking out from intended position. Components adjacent to the dislodged wire do not show damage. The instrument failed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had the hook to be separating from the base. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and was found to have a segment of the cautery hook dislodged a sticking out from intended position. Components adjacent to the dislodged wire do not show damage. The instrument failed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The root cause is not established/determinable. The instrument is being transferred to afa for further analysis. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the initial fa findings were confirmed. The returned instrument was tested for electrical continuity and failed. Visual inspection confirmed that the hook had dislodged from the insulator. The hook was dislodged approximately 0.049" from the insulator. The overmold near the insulation exhibited various scratches and indentations. The tip of the instrument was x-rayed and confirms that the hook has dislodged from its intended position within the overmold. The x-ray image also confirms that the conductor wire became detached from the hook due to the dislodgement. The disconnection of the conductor wire is the root cause for the continuity test failure. The hook likely became dislodged as a result of excessive force to the tip. Scratches to the overmold, near the hook location, indicate potential mishandling. The root cause is likely attributed to the user. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.